Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On an unreported date, the patient began treatment with reflin 1 gram (route, frequency and duration not reported) and fortum 1 gram once daily (route and duration not reported). The cause of the peritonitis was unknown. Dianeal therapies were ongoing. It was reported the patient was not hospitalized for the event. At the time of this report, the patient was recovering from this peritonitis event. No additional information is available. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
Complaint no: (B)(4). The reported product is an unknown baxter minicap. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).